Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 12/18/2015, belt: 4/14/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019, while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient passed away overnight from ventricular tachycardia (vt) arrest. The patient's wife was present at the time of passing and she reported that the device was not alarming. The patient's wife reported that the patient was shaking prior to passing. Per clinical review of the available ECG data, the patient was in sinus rhythm at 70 bpm degrading to vt at 180 bpm slowing to vt at 150 bpm slowing to vt at 100 bpm with variable amplitudes and motion artifact. The patient remains in vt from 150 to 130 bpm with CPR/motion artifact. The patient's heart rhythm then degrades to vf with CPR/motion artifact. The patient's heart rhythm then transitions to vt at 150 bpm with CPR/motion artifact and variable heart rate. Lastly, the patient's rhythm then degrades again to ventricular fibrillation (vf) with CPR/motion artifact from approx. 01:32:27 until the electrode belt disconnection at 02:08:23 on (B)(6) 2019. The patient's variable heart rates/amplitudes, CPR/motion artifact, and the patient's heart rate being at or below the physician prescribed threshold for treatment prevented the lifevest from delivering a treatment while the patient was in vt or vf. The patient was reportedly in the hospital and under medical care at the time of passing. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.